Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient had a previously unreported driveline infection that developed in (B)(6) 2016 which was treated with antibiotics and chronic suppressive therapy. On (B)(6) 2017, the patient's spouse contacted the medical center's vad team to report that the patient had a red, swollen painful "knot" that was "a hand away" from the driveline exit site. The spouse also reported that the driveline exit site had "green infection stuff coming out." On (B)(6) 2017, the patient had a driveline debridement. The patient was started on vancomycin for six weeks with plan of care to discharge the patient and follow up with weekly labs. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.